Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, and specifications of the device was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no indication that a design or process related failure mode contributed to this event. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. In addition, a review of device master record did not observe any nonconformance that may have contributed to this incident. A complaint history review showed this complaint to be the only one associated with the complaint lot number. Based on the provided information a definitive root cause cannot be established or reported at this time. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. Per the risk assessment no further action is required.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported by the user facility that the cutting wire came off in the resect-scope loop. The wire was retrieved and was able to be removed with no harm to the patient.